Event description:
Reportedly, the closure of the clips was not correct and they crossed and closed incompletely. The clip dislodged and tore the vessel unexprectedly. There were no injuries reported regarding the pt.